Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte 15cm small bore bi-ext set collar spins. The following information was provided by the initial reporter: luer lock plug keeps rotating, there was an earlier pir raised, today we received more units from ward side.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 video submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the samples. Analysis of the sample showed that the male luer does not tighten correctly, the collar keeps rotating and does not tighten the connection. Bd determined that the cause of the failure was the supplier. The supplier will be notified regarding this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.